Event description:
Cardio-respiratory arrest, successfully resuscitated. Nurse states vent was not functioning on arrival in room. Pt manually bagged with ambu bag connected to tracheostomy tube. Evaluation: unable to duplicate problem on ac and internal battery test. External battery dry.